Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen of unknown cause while the device continued to function as expected and blood glucose management was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted therapy. Investigation included collection of event details and coordination for device return and replacement. Investigation of this case revealed a damaged display component consistent with physical damage to the external housing and screen, with no evidence of internal malfunction or software error. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.